Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# igl3da. Triathlon sym patella s29x8mm; cat# 5550l298; lot# lla820. Tri ts baseplate size 3; cat# 5521-b-300; lot# hyd9tb. Tri post augment sz4 5mm; cat# 5543-a-400; lot# ebo7y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: "right total knee. Revision was done due to infection. No further information is available from the doctor or hospital." All components were removed and a spacer was placed.